Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported the plastic coating on the plasmablade device was peeling off. Once activated, sparking was observed from the device tip. Nothing detached from the device tip and there was no patient injury reported.